Manufacturer narrative:
E1: reporter address 2: 46 rue du doyen jacques parisot. B3: unknown; no information has been provided to date. H3: device was not returned for root cause analysis. The device history record of reported lot number: 4417884 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined

Event description:
It was reported that an occlusion message always appeared. There was no patient involvement.